Manufacturer narrative:
The lead was returned due to patient death. The connector end of a partial lead measuring 6.1cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13936, related manufacturer reference number: 2938836-2019-13938. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.